Event description:
Patient alleges that he underwent a knee replacement surgery in 2006. It is further alleged that the wrong inserts were provided to the surgeon and as a result, the plaintiff had to undergo a second surgical procedure.